Manufacturer narrative:
Section a-2 patient age: cataract extraction (ce) with intraocular lens (iol) mean: 59.8 ± 15.4 years, not specified if grouped with johnson & johnson implant. Section a-2 patient age: iol exchange mean: 67.0 ± 13.9 years. Section a-3 patient gender: male: 305 (60%) female: 206 (40%). Section a-4 patient weight: unknown/asked information unavailable. Sections a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: article was accepted 24 february 2023. Section d-1: brand name: unknown/not provided, only provided as tecnis symfony toric. Section d-4 model number: unknown, as device serial number was not provided. Only tecnis symfony toric multifocal lens was provided. Section d-4 catalog number: unknown as device serial number was not provided. Only tecnis symfony toric multifocal lens was provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6a date implanted: unknown/asked information unavailable. Section d-6b date explanted: unknown/asked information unavailable. Section h3-81: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Section h6: health effect - clinical code: 4581 device decentered or dislocated or tilted subluxated or wrong position, 4581 posterior capsule opacification (pco). Section h6: health effect - clinical code: 2140 dysphotopsia - negative, 2140 visual disturbance- dysphotopsia. Section h6: health effect - clinical code: 4580 other corneal cyst, 4580 epiretinal membrane (erm), 4580 dermatochalasis, 4580 bullous keratopathy, 4580 foreign body. Citation: patel v., pakravan p., lai j., watane a., mehra d., eatz t.a., patel n., yannuzzi n.a., and sridhar j. (2023) intraocular lens exchange: indications, comparative outcomes by technique, and complications. Clinical ophthalmology 17, pp. 941-951. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on literature review. Article: intraocular lens exchange: indications, comparative outcomes by technique, and complications. A retrospective study was done to describe the indications, outcomes, and complications associated with intraocular lens (iol) exchange. A total of 511 eyes of 488 patients underwent intraocular lens exchange. Of the 511 eyes that underwent iol exchange, 42 eyes were implanted with either the alcon acrysof restor (n=23 eyes) or the tecnis symfony toric multifocal lens (n=8 eyes). It was reported that the patients implanted with the alcon acrysof restor or the tecnis symfony toric multifocal lens experienced visual distortions (refractive error n=24 eyes, floaters n=9 eyes, or astigmatism n=11 eyes) and led to the iol exchange. It is not clear if these complications occurred in the eyes implanted with tecnis symfony toric multifocal lens or the other product. In one patient that had an iol exchange to tecnis pcb00, the patient underwent a second iol exchange due to glares/halos and dysphotopsia. The most common precipitating reasons for exchange were iol dislocation, iol subluxation, ugh, refractive error, broken haptic, and corneal edema. Out of the 511 eyes, the most frequent complication following iol exchange was cystoid macular edema (cme) followed by corneal edema, elevated intraocular pressure (iop), epiretinal membrane (erm), vitreous hemorrhage (vh), hyphema, and glaucoma. A copy of the article was provided with this report. A separate report is being submitted to capture the tecnis pcb00 iol exchange.

Manufacturer narrative:
Correction: upon further review, it was noted a separate report was required for reported device malfunction as it cannot be determined which serious injuries and malfunction are related. The following fields were updated accordingly: section h-6 medical device problem code: updated to 2993 adverse event without identified device or use problem. Previously reported 1069 - break and 1670 - use of device problem are no longer applicable. This report captures the adverse events. A separate report was submitted to capture the product problem. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.